Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer purchased the extension cord for temperature sensing foley catheter around the end of july and the frequency of use was about 15 cases per month. From the mid of august, there was problem that the temperature was not displayed and this occurred in about 5 cases. It was stated that the pin jack was loose. The sales representative suggested the user to switch to 32021tcj.

Event description:
It was reported that the customer purchased the extension cord for temperature sensing foley catheter around the end of july and the frequency of use was about 15 cases per month. From the mid of august, there was problem that the temperature was not displayed and this occurred in about 5 cases. It was stated that the pin jack was loose. The sales representative suggested the user to switch to 32021tcj. Per notification received from investigator on 02feb2023, it was stated that the cable was found to not meet dimensional requirements.

Manufacturer narrative:
The reported event is confirmed, cause unknown. Photo samples were submitted, however, could not be evaluated for the reported failure. The extension cable was returned without the original packaging. No damage to the cord was noted. Connections of the cord to the plug and socket were secure. Using a multimeter, the cord was tested for and found to have continuity. The cord was connected to an in-house temperature sensing catheter submerged in a water bath (119118 lot ngevz327) the cord was then attached to a kilo device, the cord was noted to fit snuggly onto the foley catheter and kilo device connection with no fitting issues noted, however, the temperature displayed erratically from no reading, and ranged from 28.1 c to 37 c. Though the temperature displayed erratically, the sample meets the specification "plug and jack must be firmly secured to wire." . Though no fitting issues were noted with the in-house components, this complaint will be confirmed as temperature display issues were observed during evaluation as reported by the customer. Using a caliper the cable was measured and the tip diameter was found to be out of specifications ; as the out of specification measurements confirmed to not be a cause of erratic display, the reported event will be confirmed cause unknown. The device was used for diagnostic purposes. As the reported event can potentially be supplier related or caused by the user and unable to determine the actual cause, the reported event will be confirmed cause unknown. A potential root cause for this failure is "wrong dimensions on competitors or our own connector" or "user damaged pins when inserting connector". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "for use with bard temperature-sensing products and accessories". Corrections: d, g, h. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.